Manufacturer narrative:
The device evaluation found that communication error e222 was caused by a bad camera cable. The camera head cables had kinks, and the video connector contamination. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while preparing the autoclavable camera head for use, image noise was observed. There was no report of patient harm associated with this event. The following intended procedure was completed using a similar device. The device was returned to olympus for evaluation. During inspection and testing, error e222 was displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The procedure was diagnostic.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. A definitive root cause could not be determined. However, based on the results of the investigation, it is likely that the malfunction of error e222 (communication between endoscope and processor) occurred due to cable failure. The event can be detected/prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.